Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No unexpected battery power loss anomaly noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had may no longer be working properly. The customer¿s blood glucose level was 300 mg/dl at the time of incident. The customer¿s other blood glucose was 254 mg/dl and 275 mg/dl. The insulin pump will be returned for analysis.